Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she took a shower and changed her infusion set and an hour later her blood glucose was at 480 mg/dl. The customer treated with a bolus. The customer checked her blood glucose an hour later and it went up to 565 mg/dl. The customer treated with an insulin pen. The customer was under the impression that the cannula may be bent. The customer had symptoms such as nausea, headache, excessive thirst, tiredness and ketones. The customer's current blood glucose is 156 mg/dl. The customer did not want to troubleshoot.